Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient's right implantable neurostimulator (ins) floated around since implant. On (B)(6) 2016, the patient had the doctor put in a loop to secure the ins. The patient was implanted for parkinsonian tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.